Event description:
Sorin group (B)(4) received a report that there was no co2 flow from the s3 gas blender during setup. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s3 gas blender. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that there was no co2 flow from the s3 gas blender during setup. There was no patient involvement. The s3 gas blender is not sold in the united states but is similar to the s5 gas blender which is distributed in the united states. The 510k number for the s5 gas blender is (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
(B)(4) manufactures the s3 gas blender. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that there was no co2 flow from the s3 gas blender during setup. The device was returned to sorin group (B)(4) for evaluation. The reported issue could be reproduced. A defective mass flow controller for co2 was identified. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.